Manufacturer narrative:
The biomed isolated the issue to the footboard cable assembly. He replaced the footboard cable assembly to repair the bed.

Event description:
The account's biomed stated the bed has not trendelenburg or reverse trendelenburg or hi/low functions.